Event description:
Report received of an independent rate change on a pump. The pt was in the cardiac catheterization lab for an unspecified procedure. After the procedure, the pt was being transferred to the 4th floor with an IV pump infusing d5 1/2 ns at 100ml/hour. The pt was wheeled past the ICU waiting area within 25 feet of the visitors. Many of the visitors in the waiting area use cellular telephones on occasion, even though the hosp has a policy that prohibits the use of cellular telephones anywhere within the facility. The customer reported that they have a problem with compliance of this policy. When the pt arrived on the 4th floor, the rn that checked the pt noted that the IV pump was infusing at a rate of 999ml/hour. The rn called the cardic catheterization lab to verify the correct rate, and changed the rate back to 100ml/hour. At an unspecified time later, the rn was checking the pt and noted that the pump rate was again at 999ml/hour. The pump was removed from clinical service at this time. There was no reported adverse pt event and no medical intervention was required. The customer contact reported that the nurse on the 4th floor had no recollection if there was a cellular telephone in use on the floor around the time of the second reported rate change. There were no alarm alerts reported.